Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The shock impedance was 100 ohms, which is high but within normal limits. The local representative checked the system and found low-level myopotential noise while in the primary sensing vector. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.